Manufacturer narrative:
After further review of the record, it was determined that the procedure taking place at the time of the event was a percutaneous transhepatic cholangio- drainage (ptcd) procedure. This information was available at the time of the initial report. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The device was returned and leakage testing was able to confirm the presence of a leak between the hub and cap. Tug and twist tests were conducted revealing the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bond with ipa. The mac-loc hub was damaged during removal, therefore the inner diameter of the hub could not be measured. Upon removing the connector cap, the suture string was revealed to be wound in the threads. The flare appeared to have an uneven edge and was slightly out of round, with a diameter measuring at 0.250". Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured out of specification. All possible measurements were found to be within specifications and therefore we cannot confirm this device to be non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was inserted into the patient and leaked at the joint when flushed with saline (medwatch 1820334-2018-01446). The device was removed and another like device was inserted. The second device, this medwatch report, gave the same issue and was removed. A third device was inserted and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.